Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and seroma-late are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture, silicone-migration, lymphadenopathy and seroma-late further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported rupture, silicone migration and "intracapsular free fluid." Later it was reported "swollen lymph nodes", mastalgia, increased volume and induration. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: red particle material on the shell opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported rupture,"in addition to free silicone in the right breast, intracapsular free fluid is observed" , "increased volume and induration", "swollen lymph nodes in the right armpit", "seven ganglia in my armpit", "numerous folds in both implants", "want to know if there could be the cancer¿, ¿mastalgia¿, "device has been explanted on right side."